Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that a 25mm edwards valve was explanted from the mitral position after an implant duration of 11 years due to calcification leading to stenosis. A non-edwards device was implanted in replacement. The patient was reported as to be recovering after the procedure. As per medical opinion, the valve failed prematurely.

Manufacturer narrative:
H3: device evaluation: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification was also evident in the returned host tissue fragment. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflets 1 and 2. Two suture pledgets remained attached to the sewing ring around leaflet 3 on the outflow aspect. Wireform was exposed around leaflet 1 on the inflow aspect.